Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was determined to be user related. The dfu states "the interlock- 35 fibered occlusion system is designed to be delivered under fluoroscopy using an imager ii diagnostic catheter". "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device. In addition, dfu also states " "in order to reduce the risk of complications, as continuous flow of appropriate flush solution should be maintained through the catheter". (B)(4).

Event description:
It was reported that during a emobilization treatment procedure, a coil detachment occurred and a portion of the coil was protruding from the catheter. Vascular access was obtained via the femoral artery. The target location was the mildly tortuous left common iliac artery (cia). A 5f non bsc diagnostic catheter was advanced to the target location. A .035 interlocking detachable coil was advanced, however, it was determined that the coil was too big for the vessel as it would not take shape. During an attempt to withdraw the coil, it detached in the catheter and a portion of the coil was protruding from the tip of the catheter. The catheter and coil were removed together without incident. The procedure was completed with placement of a 5mm non bsc coil. No patient complications were reported and the patient's status is ok.